Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03956.

Event description:
It was reported that the patient has underwent an initial shoulder arthroplasty approximately 2 weeks ago. Subsequently, the gold mini baseplate inserter handle tip fractured off during baseplate impaction. The grey taper impactor fractured as well upon impaction of taper adapter to glenosphere.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device was not reportable. The initial report was submitted in error, hence needs to be voided.

Event description:
Upon receipt of additional information it has been determined that this device was not reportable. The initial report was submitted in error, hence needs to be voided.